Manufacturer narrative:
The usm was returned for failure analysis, and the reported 1173 error was confirmed and replicated. In remote fe logs, the 1173 error was found indicating searchlight diagnostic error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed on a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where 23008 was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. Root cause is attributed to the yaw searchlight pca.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The technical support engineer (tse) explained swapping to a patient side cart (psc) that was not sk0444 and sl0464 would require swapping the entire system. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) the patient side cart (psc) incompatible message when swapping psc. The error 31016 was observed in the logs. The tse advised the psc had a different software version than the vision side cart and the customer asked if they had to swap the whole system. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the ports were placed on the patient. There was a 10-minute delay in the procedure. There was no patient harm.